Event description:
Primed ok, but no cutting.

Manufacturer narrative:
Product was received from the field, but it was not the alleged complaint unit. Refer to evaluation #(B)(4)-customer stated handpiece would not cut. Received only packaging for proof of a lot of information. Device was not returned for evaluation. It is not possible to verify an assignable cause for the issue because the unit was not returned for evaluation. Insufficient information for a complete investigation. The DHR for lot 11213-07 was reviewed. The units met manufacturing specification before released and there were no issues related to the complaint. There wer (B)(4) units released from lot 11213-07. A review of lot history showed that here were three (3) units total that failed for functionality. This lot has a fair rate of (B)(4).